Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, there was an air leak in the sheath. The sheath was inserted into the heart and before inserting the catheter, flushing was performed with physiological saline. Air was then aspirated from the flush port. Aspiration was done a few times but the air could not be completely pulled out. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.